Event description:
It was reported that stenosis occurred. The target lesion was 10 mm long with a reference vessel diameter of 2.0 mm and located in the mid left anterior descending artery. The subject was on a prior regimen of aspirin and antiplatelet medications other than aspirin. A loading dose of 243 mg of aspirin was given prior to the procedure. Pre procedure angiogram noted 55% side branch stenosis of the first diagonal with a thrombolysis in myocardial infarction (timi) flow of 3. Heparin or other antithrombotic medication were administered at the time of procedure. The lesion was pre dilated with a 3.0 mm x 15 mm balloon with 5% residual stenosis and timi flow of 3. A 3.0 mm x 15 mm nc emerge was deployed successfully with 10% residual stenosis and timi flow 3. Post procedure angiogram noted 80% side branch stenosis of the first diagonal with a timi flow of 3. The subject was discharged with aspirin and clopidogrel.